Event description:
Note: this manufacturer report pertains to the second of two devices used in the same procedure. Refer to the associated manufacturer report number 3005099803-2013-08410 for a description of the first device.it was reported that an advantage fit system was implanted.according to the complainant, the patient experienced an unknown injury.all other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.